Event description:
While the patient was being suctioned in the picu, he moved his left arm and the a-line tubing broke. While trying to replace the tubing, the a-line became dislodged. The patient experienced nominal blood loss, as the nurse was right there. The bleeding was controlled by direct pressure and evaluation as prescribed by the physician. The patient remained stable throughout and no additional treatment was needed.